Event description:
In 2008, the pt reported he dropped his insulin infusion device in water previous day. He stated the device was immersed for about 20-30 seconds. He said he immediately dried off the device and checked his connection. He stated when he took out the insulin cartridge today, the cartridge compartment was damp. The pt switched to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.